Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. A review of the electrograms for the shock episode found significant rail-to-rail noise. There were stored untreated episodes due to the same railing noise. The sensing vector at the time of the shock was set to the primary sensing vector. The clinic checked the patient but was unable to reproduce any noise. Technical services advised some programming options. The sensing vector has now been reprogrammed to the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.